Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during an anterior repair done on (B)(6) 2015. According to the complainant, the procedure went fine. On (B)(6) 2015, the patient suffered leg numbness, tingling and pain sensation at the buttocks. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.